Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the unit would not deliver energy, regardless of mode (no alarms were reported). As a result, the physician "cold snared" a polyp that otherwise never would have been removed without cautery. This resulted in bleeding, which was resolved with hemostatic clips. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the unit would not deliver energy, regardless of mode (no alarms were reported). As a result, the physician "cold snared" a polyp that otherwise never would have been removed without cautery. This resulted in bleeding, which was resolved with hemostatic clips. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). Reported event: generator failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some decals and minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly during mechanical evaluation. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues could be found with the unit. The unit passed the endostat ii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the unit would not deliver energy; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.